Event description:
Procedure: sleeve gastrectomy. According to the reporter: it was not possible to apply a proper staple line. The instrument "blocked" after trying to fire it a few times. The stapler did not cut the tissue. Bleeding of about 100 ml occurred. They tried to staple again and again a few times, but it didn't work. Thereupon, they oversewed the incorrect staple line by hand. About 35 - 40 minutes were added to the case to fix this.